Event description:
Zollinstrument plugged into a.c. Patient noted to be in ventricular tachycardia. Instrument unpluged and patient defibrillated x 2 at 300 watt/sec. Patient converted to 3rd degree heart block. Pacer/defibrillator pad placed on patient. Again noted to be in v-tach. Defibrillator charged to 360 watt/ sec. When defibrillator buttons were pressed, zoll monitor screen went blank and no charge was given. Monitor then plugged in and screen came on after 15 seconds. Patient then successfully defibrillated. Device tested by biomedical engineer. Battery voltage 14.5. Battery charged x 24 hours. Then device returned to servicedevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.